Manufacturer narrative:
(B)(4). Batch number ==> r57d2m. Investigation summary ==> the analysis found that one sc45a device was returned with the closure trigger broken and in the opened position, with an ecr45d cartridge reload loaded on the device. The reload was received partially fired 3/4 with the cartridge deck damaged. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. The device opened and closed without any difficulties noted. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. On which firing stroke did the firing lock (1st, 2nd, 3rd, 4th)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, etc.)? Did the jaws eventually open?

Event description:
It was reported that the firing locked and could not open jaw even change new reload. No patient consequence reported.